Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes were seen on a (B)(4) transmission. Patient notifier will be disabled. The device will be monitored with routine follow-up by physician.